Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg was charged fully from it's hibernation state and regained its functionality after being charged. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that the patient was having difficulty charging and communicating with their ipg. Troubleshooting was performed but the ipg was still experiencing the same problems. The patient underwent a procedure where the ipg was explanted and replaced. The patient is recovering following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having difficulty charging and communicating with their ipg. Troubleshooting was performed but the ipg was still experiencing the same problems. The patient underwent a procedure where the ipg was explanted and replaced. The patient is recovering following the procedure.